Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was recorded as a high ventricular rate egm. The noise was observed on both the atrial and ventricular bipolar egm channels. The noise could not be reproduced with isometrics, pocket manipulation or arm movements. The patient will be monitored.